Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the iuis on the lvp are not protected enough resulting in IV fluids dripping onto the iuis causing the modules to lose electrical/digital communications with the pc units. He stated this happens frequently when critical drips are infusing and he is forced to reprogram all of the infusions however no specific information was given. There was no patient harm.